Manufacturer narrative:
Complaint conclusion: during the preparation for the coil embolization procedure, after removing the cashmere (crc141230-30/g12451) from the dispenser tube, it was noted that the microcoil of the cashmere appeared to be unraveled. The physician stopped the use of the cashmere and a new product (crc141230-30, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The product was new and was stored per labeling instructions. There was no packaging or storing damage noted that may have damaged the microcoil before removal from the package. There were no other damages noted to the coil delivery system. The product is unavailable for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for analysis, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken at this time.

Event description:
During the preparation for the coil embolization procedure, after removing the cashmere (crc141230-30/g12451, complaint product) from the dispenser tube, it was noted that the microcoil of the cashmere appeared to be unraveled. Then the physician stopped the use of the cashmere and a new product(crc141230-30, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and was stored per labeling instructions. There was no packaging or storing damage noted that may have damaged the microcoil before removal from the package. The complaint product is unavailable for evaluation. There were no other damages noted to the coil delivery system.